Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the error in geometry movement. Review of the system log file showed that geometry errors- enable movement voltage (enmv) was high at startup as a result of this, geometry movements were not available. The fse replaced the geo module. After replacement of the geo module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system failed to move when turned on. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse checked the system log files and found an enable movement high error. The fse replaced the geometry module. After the geometry module replacement, the system was returned to use in good working order. The investigation is ongoing. A follow up report will be submitted when further information is received.